Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that during clinical use, there was no delay in therapy, and no medical intervention was required. It was then reported that the hospital's equipment staff replaced the power management (pm) board to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 5v (volt) power failure alarm. The device was in clinical use when the issue occurred; it was reported that the patient was a 68-year-old female. The patient was immediately moved to a different ventilator. No patient or user harm reported. The customer reported that the v60 ventilator displayed a 5v power failure alarm. The device was inspected by the hospital's equipment department, and it was reported that the device could not be powered on and was not usable. This investigation is ongoing.